Manufacturer narrative:
An event of mild-moderate aortic regurgitation was reported. Information from the field indicated that there was sufficient calcium to allow sealing. Also, the field indicates that the final implant depth of the valve was 4mm. The field also indicated that there were no deployment or retraction difficulties and retainer tabs released while releasing the valve. The field also indicated balloon slip was noted during pre-dilation due to high calcification. Abbott has requested imaging which was not provided by the field. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing during manufacturing to ensure leaflet coaptation. Transvalvular regurgitation is caused by insufficient or a loss of coaptation of the prosthetic leaflets. All navitor valves are 100% inspected for sufficient coaptation and normal leaflet functionality as part of the manufacturing process. A review of the functional videos and manufacturing paperwork of valve showed no irregularities. Without additional imaging from the case in question we are unable to determine a specific root cause.

Manufacturer narrative:
An event of mild-moderate aortic regurgitation was reported. Information from the field indicated that there was sufficient calcium to allow sealing. Also, the field indicates that the final implant depth of the valve was 4mm. The field also indicated that there were no deployment or retraction difficulties and retainer tabs released while releasing the valve. The field also indicated balloon slip was noted during pre-dilation due to high calcification. Abbott has requested imaging which was not provided by the field. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing during manufacturing to ensure leaflet coaptation. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. Valsalva diameter: 30mm, circumference of valve ring diameter:77.8mm,mm, ascending aorta diameter:35.5mm.there was sufficient calcium to allow sealing of the device. A non-abbott device slip during pre balloon valvuloplasty due to highly calcification. The device was successfully implanted with a depth of 4mm. Post deployment, a trans aortic regurgitation occurred requiring a post balloon valvuloplasty to improved diastolic pressure. A transesophageal echocardiogram (tee) findings, showed mild-moderate aortic regurgitation. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.